Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had incorrect output. The epg passed all incoming tests. It was indicated that the battery drawer would stick and not open without batteries. It was also indicated that the hanger assembly was broken, and that the lower case, hanger assembly, and both output connector nuts were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had incorrect output and needed to be calibrated. The epg was returned for service. There was no patient involvement.